Event description:
The consumer reported the humidifier tank broke while she was carrying it. The tank landed on the small toe of her left foot and broke her toe. The owner manual for the humidifier recommends always carrying a full tank with one hand on the top handle and one hand on the bottom of the unit to prevent the handle from breaking.